Event description:
The xray opaque string was very loose in the sponge & strings were coming off the sponge. The sponges were not used on the patient. The device problem was noted when preparing for the case.======================manufacturer response for raytec sponge, sterile major basin pack (per site reporter).======================awaiting response.